Event description:
In 2009, the pt reported that while she was at her physician's office, she noticed that the buttons of her infusion device were not working properly and the display of the infusion device was not changing when the buttons were pressed. Upon follow up sixteen days later, the pt reported that she did not believe the infusion device was "pumping right" and "it doesn't seem like the insulin was going in me, I had to constantly change out the needle right away." She stated "when I was giving a bolus, sometimes in the middle of pumping, it would stop and start beeping." She could not recall if any error message was displayed. She stated that she was hospitalized for 6 days six months prior, and her hba1c was "about 10." She discontinued use of the infusion device at the time and switched to injection therapy and her hba1c lowered to 7.7. She began using the infusion device again in the month prior to original month, and she experienced elevated blood glucose of over 600 mg/dl. She again discontinued use of the infusion device 1.5 weeks ago (approximately five days after the dr's office visit). The infusion device was replaced and requested to be returned for evaluation.